Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed but the exact cause remains unknown. One 3cg stylet t lock assembly was returned for investigation. A product label for a 4 fr sl powerpicc catheter kit was also returned with lot: redu1351. Two kinks in the polyimide tubing were observed 4.5 and 5.7 cm from the distal end. The metal wire near the t lock assembly was bent at a sharp angle. Microscopic observation revealed material compression at the location of the kinks. The kinks were observed to be in between magnet locations. The polyimide tubing was cut in order to measure the wall thickness. The wall thickness was found to be within specification. Based on the description of the reported event and condition of the returned sample, possible contributing factors include advancement against resistance or damage during handling. Since kinks in the stylet were observed, the complaint is confirmed. A lot history review (lhr) of redu1351 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC team reports 3cg wire bending during placement. No other information was provided.